Event description:
Pt underwent an ascending aorta replacement concomitant with a prosthetic heart valve replacement. Pt died one month post intervention. Autopsy confirmed that the cause of death was a cardiac tamponade.